Manufacturer narrative:
Device not accessible for testing: device is not accessible for testing due to the customer not requesting repair service. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during patient transport, the cs300 intra-aortic balloon pump (iabp) battery indicated a low battery when fully charged. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.